Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified distal left circumflex (lcx) artery. The maverick2 12mm x 2.5mm balloon was inflated to 6 atms on the first inflation and 8 atms on the second inflation. On the third inflation, the balloon ruptured at 12 atms. The procedure was completed with another manufacturer's device. No patient injuries or complications were reported. The patient's status is reported as "good."

Manufacturer narrative:
.